Event description:
Information was received from a consumer and manufacturer's representative regarding a patient's implantable neurostimulator (ins). It was reported that for a few weeks, they were having problems connecting to their ins to charge it and said their recharger is getting hot. They were able to fully charge their ins yesterday but they had to lie a specific way to get the ins to charge. The patient said the manufacturer's representative was worried that the ins migrated but the patient said that was not the case and they were able to make sure that the leads were good. A manufacturer's representative said the recharger will be moved around the ins site and the controller is still unable to locate the ins. On the no device found screen, in which both try again and recharge options have been tried without success, everything then gets really hot. The patient stated that they were just trying to adjust the recharger around their back trying to get a good signal and that they could never get a good signal. The patient said it would act like it was charging, but whatever charge it got, it didn't seem to last as long. They said the recharger gets hot right at the base of the ru bberized paddle where the wire goes into the bottom and also the box along the cord gets hot as well. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.